Event description:
Caller reported cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer continued to use the current pump as backup therapy while technical support resolved the issue by sending a replacement pump with updated software. Customer was advised on handling the replacement, including instructions for inserting sensors and returning the problematic pump to tandem.